Event description:
It was reported that a female patient underwent a breast augmentation with a 300cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively. As a result, the patient underwent explantation on an undisclosed date. A discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates reached out for further information, yet multiple attempts were unsuccessful. If new information becomes available, mentor will submit a supplemental report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Section d6a. Date of implantation reported: (B)(6) 2007. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 30, 2024, mentor received additional information regarding patient and event. The patient identifier has been updated to (B)(6). The patient's date of birth was reported to be (B)(6) 1983. The device date of explantation was reported to be (B)(6) 2023. The rupture was diagnosed with ultrasonography. The surgery the patient had was a breast reconstruction revision. The patient's replacement device was reported to be a 340cc mentor memorygel breast implant with serial number (B)(6). Manufacturer¿s reference number: (B)(4).